Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 10/20/2016 - pfs received. After review of the pfs for MDR reportability, the stem is being added for the alleged high metal ion levels.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner and/or femoral head. Per procedure, this device(s) is exempt from device history record review. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege after patient's surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. It is also alleged as a result, patient has been experiencing severe pain and discomfort and inflammation in her left thigh and groin. It is further alleged patient also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. It is also alleged patient will likely need to undergo revision surgery to replace the implant. Update 8/10/2016 - patient was revised for dislocation. Part and lot were updated head and linter was added to the complaint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.